Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump displayed a tamper resist switch stuck error (error code 132.3000). Additionally, the pump indicated the infusion would stop soon, however the infusion did not stop. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, d code and manufacturer narrative. Investigation summary: the complaint of error code 132.3000 was confirmed through log review and reproduced during laboratory testing. ¿ laboratory testing reproduced the 132.3000.0 error. ¿ there are situations where the tamper switch can be manipulated at an angle that results in the switch remaining in the pressed position. This is visible to the user at the back of the device and once detected can be manipulated out of the depressed position by the user. ¿ if the 132.3000.0 malfunction occurs while a device is in operation, the infusion will continue as programmed; however, the user would not be able to edit the program and would be required to find an alternative system. ¿ review of the pcu error log showed no errors were recorded on the reported event date; however, the reported error code 132.3000.0 (tamper switch stuck closed failure) was recorded on 19 january 2023 at 10:35 pm. ¿ review of the pcu event log showed, on (B)(6) 2023 at 10:34 pm, with four (4) pump module units attached and actively infusing, the system recorded a central unit malfunction (132.3000.0 error- tamper switch stuck closed failure). ¿ the attached devices continued their programmed infusions without interruption. ¿ the user confirmed the alarm (soft key 14) and powered off the system. ¿ external and internal inspection of the device showed no anomalies. ¿ the system was being used for treatment purposes. Root cause: the root cause of the complaint of error code 132.3000 was identified as the tamper switch getting stuck in the depressed position within the rubber boot. Note that imdrf annex a1301, c02, d02 and g0204002 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump displayed a tamper resist switch stuck error (error code 132.3000). Additionally, the pump indicated the infusion would stop soon, however the infusion did not stop. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump displayed a tamper resist switch stuck error (error code 132.3000). Additionally, the pump indicated the infusion would stop soon, however the infusion did not stop. There was patient involvement but no harm.